Event description:
The facility representative reported a colleague infusion pump with keypad buttons failure. This condition was found before use of the device, but it was not reported in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A service history review revealed no previous service events were related to the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with keypad buttons failure was not confirmed or duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were needed for the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.07.00. A device history review revealed that the during the manufacturing process the device showed a failure code 812:05, as well as a stuck slide clamp. The pump head module was replaced and the pump passed all subsequent testing. Should additional information be received, a follow-up medwatch will be submitted.